Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached/clogged in the nozzle, but the foreign matter could not be identified. It is likely that due to poor leaks from the connecting tube and connector, proper reprocessing was not possible and foreign matter could not be removed. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in chapter 5, "reprocessing the endoscope" of the instruction manual gif/cf/pcf-190 series reprocessing manual. Olympus will continue to monitor field performance for this device.